Event description:
It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) system failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d4(serial#). Additional contact details. (B)(6). A getinge field service engineer (fse) while performing pm on got a system failure. This problem has been extremely intermittent so after replacing the drive/atmos. Transducer and "pnew mod to back plane cable" (pressure transducer, cable and cable,pneu mod to backplane) let the device burn in for almost 3 months with a trainer and a test balloon. This time we cycled the power let device remain off for a day then did several cold starts and not 1 failure in this time. Performed full functional nd safety tests. All tests pass. Returned to customer and cleared for clinical use. The defective components were received for further investigation. No patient involved. The failure analysis and testing department received a pressure transducer 30 psia 4¿ cable, with a reported of ¿system failure¿. Performed visual inspection per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the part is seen in good condition. Installed into the cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the service manual p/n 0070-00-0639 rev r, in an attempt to recreate the reported problem. Found that all functions were normal. The tests (40 minutes) did not trigger the reported problem of the ¿system failure¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the pressure transducer 30 psia 4¿ cable in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The failure analysis and testing department received a backplane cable, with a reported of a ¿system failure¿. Performed visual inspection per the cardiosave service manual p/n 0070-00-0639 rev r and found no visual damage and the part looks to be in a good condition. Installed into cardiosave test fixture. Performed and tested in accordance with the cardiosave service manual p/n 0070-00-0639 rev r in an attempt to recreate the reported problem. Found that all functions were normal. The tests (40 minutes) did not trigger the reported problem of a ¿system failure¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the backplane cable in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.